Event description:
On (B)(6) 2025, the user reported a low blood glucose of 39 mg/dl. The user treated with sugar tablets. No device issues were reported. Guidance on hypoglycemia management was provided.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.